Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported that the insertion site was the patient's iliac artery. When the clinician tried to remove the guidewire it would not move; the sheath began to unravel inside the artery. The doctor and technician had a very difficult time removing the sheath. All of the sheath was removed successfully. There were no patient complications reported.